Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Upon visual inspection, no damage was found. The instrument was tested on an in-house system and passed recognition and engagement tests. It also had a full range of motion in all directions and the grips opened and closed properly. Additionally, the instrument passed electrical continuity and released energy, indicating that it was fully functional. No product issue was identified and no errors were found in the logs.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extended (vse) instrument would not seal and became unusable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the system initially powered on without any errors. However, in the middle of the sealing task, the surgeon suddenly experienced an issue where the instrument became unable to seal. Another vessel sealer instrument was promptly used as a replacement. The delay to the procedure was approximately 5 to 10 minutes. The surgeon reported that there were no errors during the event, and the seal cycle completed with the expected fast audible tones. Tissue effect was observed until the instrument malfunctioned. The jaws of the instrument did not come into contact with any clips, sutures, staples, or other metal objects. They were also not immersed in liquid or contaminated by carbonized tissue prior to or during the sealing cycle. No unexpected additional bleeding occurred, and the patient did not experience any post-operative complications requiring a return to the hospital.